Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
Customer reported that one month after the implant which took place on (B)(6)2023, on (B)(6)2023 reported pain during the administration of the drugs, on palpation the nurse noticed a swelling from the exit site up to 4 cm towards the axillary area. The infusion, which first provided for the irrigation of the catheter with physiological solution, was interrupted to check the case. Once the rupture in the intravascular tract of the catheter was ascertained by the vascular access test, which was not the same one who practiced chemotherapy, the device was removed and replaced. No pieces remained inside the patient, but the catheter was damaged about 4 cm from the exit site. The patient had already infused folfirinox in the previous weeks and on the day on which the rupture was noticed she had only infused physiological solution, therefore there was no harm to the patient. The device was stabilized with suturless systems with skin adhesiveness and transparent semi-permeable membrane (IV advanced dressing 3m). On folfrinox therapy, the catherer was damaged at 5 cm.

Event description:
Customer reported that one month after the implant which took place on (B)(6) 2023, on (B)(6) 2023 reported pain during the administration of the drugs, on palpation the nurse noticed a swelling from the exit site up to 4 cm towards the axillary area. The infusion, which first provided for the irrigation of the catheter with physiological solution, was interrupted to check the case. Once the rupture in the intravascular tract of the catheter was ascertained by the vascular access test, which was not the same one who practiced chemotherapy, the device was removed and replaced. No pieces remained inside the patient, but the catheter was damaged about 4 cm from the exit site. The patient had already infused folfirinox in the previous weeks and on the day on which the rupture was noticed she had only infused physiological solution, therefore there was no harm to the patient. The device was stabilized with suturless systems with skin adhesiveness and transparent semi-permeable membrane (IV advanced dressing 3m). On folfrinox therapy, the catherer was damaged at 5 cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fluid leak was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the 4 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.